Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. Troubleshooting for off no power was performed. The customer's blood glucose was 150 mg/dl at the time of the incident. The customer mentioned that the keypad did not react. The customer stated that they did received low battery alert prior to the off no power. The battery was not previously used and the battery cap was not loose, cracked, or damaged. The customer was advised to insert a new battery, but the new battery did not resolve the issue. Button error was received. Troubleshooting for button error/keypad anomaly was performed. No significant event leading to the keypad issues. It was also stated that the clock on the insulin pump advanced when observed for one minute. It was reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. There was no indication of the insulin pump returning for analysis.